Event description:
It was reported that faulty data derived from cv-500 hs probe measurement items. No other details regarding the nature of this event were provided. Investigation in process, but not yet completed.